Event description:
It was reported the patient presented to the clinic for routine follow up and post-paced t-wave oversensing on the ventricular channel was observed. Patient was asymptomatic. Reprogramming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.